Event description:
The original report from the affiliate states that the blue wheel that controls the delivery of the stent did not rotate in a control manner. Therefore the stent was delivered in an uncontrolled way in the patient. Analysis was completed and it was noted that the shaft was separated at 5 cm from ID band. Information received from the affiliate states that the separation did not occur during the index procedure. The patient is a (B)(6) male. The target lesion location was the superficial femoral artery (sfa). The vessel was described as calcified with a 70-80% stenosis present. The product was properly inspected and prepped and no anomalies were noted. During attempted deployment with the sliding pin the stent became caught. When the turning dial was used it did not operate smoothly and the stent was delivered in an uncontrolled way in the patient. The stent could be retrieved. The procedure was converted to open surgery and practiced a bypass with good result and without any complications.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The original report from the affiliate states that the blue wheel that controls the delivery of the stent did not rotate in a controlled manner resulting in stent deployment away from the desired location.the patient is a (B)(6) male. The target lesion location was a calcified superficial femoral artery (sfa) with a 70-80% stenosis. The product was properly inspected and prepped and no anomalies were noted. During attempted deployment with the sliding pin the stent became caught. When the turning dial was used it did not operate smoothly and the stent was delivered in an uncontrolled way in the patient. The stent could be retrieved. The procedure was converted to open surgery and practiced a bypass with good result and without any complications.analysis was completed on the returned device and it was noted that the shaft was separated at 5cm from ID band. Information received from the affiliate states that the separation did not occur during the index procedure. The IFU notes that the procedure for stent deployment is to first 'initiate one-handed stent deployment by rotating the tuning dial with thumb and index fingers in a clockwise direction (direction of arrow) while holding the handle in a fixed position' and then to 'while maintaining a fixed handle position pull back the deployment lever to unsheathe the remainder of the stent.' Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. One non-sterile pkg assy 7x080 smart vas120cm was received coiled inside a plastic bag. Unit was deployed. Stent was not received. A separation was detected at 5cm from ID band. No other discrepancies were found.functional test was performed despite the unit was deployed; slider did not present resistance on rotating the tuning dial.a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.analysis results showed: the body external surface presented evidence of elongation at the surroundings of the separation. The braid wire came out from the ptfe, apparently caused by a twisting event. The fracture surfaces for the braid wire showed evidence of ductile dimples and twisting. Elongation and ductile dimples are common characteristics of pieces which were stretched/ pulled until separation. Stretching/ pulling and/ or twisting could have been related to these separation characteristics; however this could not be conclusively determined. The exact cause of the body separation could not be conclusively determined.the cause of the 'separation' reported was not conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect these kind of issues. Handling and procedural factors could be contributed to this condition.the failure reported 'rotation difficulty' by the customer was not confirmed since test was performed without any problem. The cause of the failure could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken.with the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.